Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 63 mg/dl after not announcing a meal and engaging in exercise, with no preceding hyperglycemia and only basal insulin delivery active, suggesting potential mismatch between insulin delivery and physiologic need. Investigation of this case revealed that exercise and lack of meal announcement were plausible contributors to the event, while device malfunction was not indicated based on available information. No user reported symptoms associated with low blood glucose. Outcomes included resolution with oral glucose without need for emergency care. It was concluded that the event was consistent with hypoglycemia with unclear definitive cause, and the user was advised to consult their healthcare provider regarding target settings. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.